Manufacturer narrative:
This product will not be reported as it did not contribute to the reported event. Therefore, this report will be made not reportable and the medwatch should be voided.

Event description:
This product will not be reported as it did not contribute to the reported event. Therefore, this report will be made not reportable and the medwatch should be voided.

Event description:
It was reported a patient underwent initial procedure about twenty (20) years ago. Subsequently, patient was revised due to worn polyethylene/ulnar bushing approximately three (3) weeks ago. Attempts have been made and there is no further information at this time.

Manufacturer narrative:
(B)(4). D10 - medical product: catalog #: 114800, disc ulna bearing kit, lot # unknown. Australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device has been discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2023-01237. Hospital discarded as biohazard.